Event description:
It was reported that the health care professional (hcp) called for assistance with programming this implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system due to high out of range shock impedance measurements on the right ventricular (rv) channel and programmed this ICD. After the MRI was performed, this ICD system was removed from the MRI protection mode and was functioning as programmed. No adverse patient effects were reported. This ICD remains in service.